Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, exhibited ?no disposable, pump won't run". It was reported that troubleshooting was unsuccessful, and air was noted in the line. Per reporter residual volume was: 11.2 ml, rate 2.2 ml.hr and 88.85 ml was given. No adverse patient effects were reported. No additional information is available at this time.